Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and intermittent and no capture. The patient complained about chest pain and their blood pressure dropped. Open heart surgery showed that the rv lead had perforated the right ventricle. It was seen that tamponade and pericardial effusion had occurred. The lead was therefore explanted and replaced. No further patient complications have been reported as a result of this event.